Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported, "producing 2 error codes, key lock error on carm, monitor cart keyboard error keyboard lock up." The system displayed two error messages and the keyboard locked up. There is no report of injury or death associated with the event described in this complaint.